Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that the only thing that was odd was the part of the patient line was stuck under a table leg. The tsr had the hp power cycle and the hc would end therapy. The hp would finish therapy with manuals. The tsr advised the hp to contact the nurse. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2012. The nurse stated the following: the event was reported and the patient is doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.